Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/03/2015 device evaluation: the device has been returned and evaluated by product analysis on 08/14/2015 with the following findings: keypad appears unremarkable. All buttons function appropriately. Unable to duplicate keypad malfunctions. The display lens presents with moisture. The battery compartment is free of moisture. One battery compartment crack was found from the battery compartment lip to case seal tangent to bumper. A dim display was found with the characters having a red hue. Chipped u-groove battery compartment side border. A leak test performed and suggests leak in battery compartment crack. Opened device; moisture throughout. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.